Event description:
It was reported that during a coronary drug eluting stenting treatment procedure strut damage occurred. In 2005 the lesion being treated was in the calcified, proximal left anterior descending artery (lad). The lesion was predilated with a 3.0 x 15 mm maverick balloon. The physician attempted to reach the lesion with a 3.0 x 12 mm taxus express2 drug eluting stent. However, the taxus stent was unable to cross the lesion, consequently, the stent was never deployed.upon removal of the taxus stent from the patient's body it was noted that the proximal struts were bent. The procedure was succesfully completed with another 3.0 x 12 mm taxus express2 drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good ".